Event description:
New information received indicates that the device was able to be interrogated but unable to pair to the application. The mtx was replaced and the device was able to pair. No known patient consequences were noted.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. The patient condition was unknown.